Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. It was reported that a female patient (117kg) with history of premature ventricular contractions from right ventricular outflow tract and shortness of breath underwent cardiac ablation procedure for idiopathic ventricular tachycardia with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring medication and pericardiocentesis. It was reported that 30 minutes after mapping and ablating with the thermocool® smart touch® sf bi-directional navigation catheter the patient¿s blood pressure dropped to 50mmhg. A pericardial effusion was noted. Medication was used to maintain blood pressure and pericardiocentesis was performed to remove 350cc of fluid. The patient was stable and admitted to intensive care unit (ICU). The physician considered procedure as the cause of the event. The patient had fully recovered. There was no report of extended hospitalization. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30413210m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (117kg) with history of premature ventricular contractions from right ventricular outflow tract and shortness of breath underwent cardiac ablation procedure for idiopathic ventricular tachycardia with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring medication and pericardiocentesis. It was reported that 30 minutes after mapping and ablating with the thermocool® smart touch® sf bi-directional navigation catheter the patient¿s blood pressure dropped to 50mmhg. A pericardial effusion was noted. Medication was used to maintain blood pressure and pericardiocentesis was performed to remove 350cc of fluid. The patient was stable and admitted to intensive care unit (ICU). The physician considered procedure as the cause of the event. The patient had fully recovered. There was no report of extended hospitalization. There were no errors observed on biosense webster equipment. There was no evidence of steam pop. Standard irrigation settings were used. Graph, dashboard, vector and visitag were used for force visualization. The visitag stability settings were set to 3mm for 3sec, force of 3g for 25% of the time, 3 mm tag size. Tag index was used for prospective color option. Since this event may be life threatening it is MDR-reportable.